Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there is no laser power at the slit lamp. The power has been decreasing over the last few weeks. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming slit lamp fiber was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming slit lamp fiber. The manufacturer internal reference number is: (B)(4).